Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2018 and the patient was discharged home. The following day the patient presented to the emergency room (ER) complaining of abdominal pain and fever. The patient was tested positive for e-coli and blood in the urine. The patient was admitted into the hospital and discharged on (B)(6)2018. The doctor reported that the "patient is doing fine now".